Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having issues with the insulin pump. He stated that the blood glucose reading was different from the sensor reading, and she had treated according to sensor, but her glucose level went up. The blood glucose reading at time of call was 60mg/d. While speaking to the doctor's nurse she stated that the customer was getting too much insulin, and the doctor has changed his basal rates, but he still was getting lows. Then the customer suspended the use of the device and his glucose level was 404mg/dl. Troubleshooting was not performed as customer believes that the basal rates need to be adjusted. No further information was provided.